Event description:
Evar was performed in 2008. The patient had aortic aneurysm duodenal fistula and a previous history of diffuse peritonitis, colon resection, and atrial fibrillation. The patient's anatomy was considered suitable for endovascular repair. The patient had previously undergone a replacement of a y-shaped vascular prosthesis for abdominal aortic aneurysm. The zenith main body graft and converter were placed and a surgical procedure for a pseudo aneurysm in the proximal neck of the vascular prosthesis was performed. The pseudo aneurysm was approximately 80mm before the procedure. When the main body was placed and its contralateral limb expanded, the contralateral limb got stuck in the ipsilateral vascular prosthesis and did not expand correctly. The physician then placed a converter graft and did a fem-fem bypass as anticipated. The patient has recovered.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically states inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. The device remains implanted and no images were received to assist in this investigation. An internal clinical review indicated that the event was due to user error. However, we have notified the appropriate individuals and will continue to monitor for similar events.